Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Byte clinical support team confirmed patient have tipping of tooth number 25 and advised a rest period on (B)(6) 2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.